Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) removed and replaced with the exception that the old reservoir was left in patient. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of holes in the cylinder connection tube. It was explained that the holes occurred while the device was in use and there was no device malfunction that led to the holes in cylinder connection tube. The patient is stable following this surgery.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) removed and replaced with the exception that the old reservoir was left in patient. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of holes in the cylinder connection tube. It was explained that the holes occurred while the device was in use and there was no device malfunction that led to the holes in cylinder connection tube. The patient is stable following this surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. Cylinder 1 has a leak in proximal cylinder body that was result with sharp instrument damage consistent with explant damage. A large tear of outer tube and broken fabric treads were present. Cylinder 2 has a tear in the outer tube in the proximal cylinder body that was result with sharp instrument damage consistent with explant damage; no damage was present in relation to the inner tube of the cylinder. Cylinder 2 therefore passed the leak test. The kink resistant tubing (krt) of cylinder 2 was worn to the filament; a leak was present in the krt due to material fatigue. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 820144, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.